Event description:
Meter name: ot fasttake. Strip name: one touch fasttake. Meter code: unk, strip code: unk. Strip storage: unk. Symptoms: blurry vision. A pt reported they were unable to test. Their meter allegedly would only prompt error 1 message. There was no result on their meter. There was no comparison. No treatment. No further info has been reported.